Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c6-c7. At 39 months post-op, the surgeon feels the patient is showing spontaneous fusion at the treated level. It appears that fusion has occurred posterior to the disc. There seems to be no significant movement in the disc. No patient symptoms were reported. At 80 months post-op, x-rays show fusion at the disc level with no symptoms. X-rays further show formation of ddd w/collapse and spurring at c5-c6.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.